Event description:
It was reported that the patient experienced sepsis, bowel infection, and peritonitis, manifested by a cloudy effluent, coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the reported event. The treatment for peritonitis included ceftazidime (2gm, daily, and intraperitoneally (ip)) and gentamycin (80mg, daily, and ip) with administration rate of 24 hours dwell for a few days. Then, the patient started treatment with ceftazidime (750mg, daily, and ip) and gentamycin (40mg, daily, and ip) for peritonitis with administration rate of 12 hours over night dwell. The patient had not yet recovered from the reported event. Pd therapy was ongoing. Additional information was requested and was not available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, the patient passed away at the hospital due to an unreported cause. The patient was hospitalized prior to death. General unwellness was considered as manifestation of sepsis. It was not reported if an autopsy was performed. No additional information is available.